Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The date of event is unknown. The date entered, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer¿s father called adc to report on behalf of a ((B)(6)-year old child) customer who was receiving low reading issues with the use of the adc freestyle libre sensor in comparison to an hcp meter. A sensor scan of ¿lo¿ (readings less than 40 mg/dl) message was received and the father provided ¿food¿ as a treatment, but the customer¿s glucose did not increase. The customer experienced a symptom of "vomiting and seizure" and was incapable of self-treating. The customer was taken to the hospital where a reading of 29 mmol/l ( 520 mg/dl) was obtained. The customer was diagnosed with diabetic ketoacidosis (dka) and hospitalized for an unspecified duration. No treatment details or further information were provided. There was no report of death or permanent injury associated with this event.